Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the system with flap resistance in unknown eye during cataract surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to replicate the reported event. The z, y, x calibration was performed to address the issue. The system was then tested and found to meet product specifications. During surgery, there was resistance observed in the flap (after flap creation with the laser). There was no patient impact reported. Additional related information was requested but none has been provided to date. The creation of a corneal flap is used in patients undergoing laser assisted in situ keratomileusis surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. The root cause of the reported event is attributed to component wear and alignment. The manufacturer internal reference number is: (B)(4).